Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 150 units of insulin. A new cartridge was loaded resolving the issue. Additionally, it was reported that air bubbles were observed. A cartridge change was performed to address the issue. Reportedly, the cartridge had been in use for 7 days. Tandem technical support advised against using the cartridges for 7 days. Customer's blood glucose level was 245 mg/dl.